Manufacturer narrative:
Internal file number - (B)(4). Corrections: device evaluated by MFR - the device was initially reported as not returning; subsequently, the clip was returned for analysis. Evaluation summary: the reported incomplete coaptation and poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda was due to the poor imagining and extreme challenging anatomy. The reported patient effects of unchanged mr and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The unchanged mr and tissue damage appears to be due to the slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), causing leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4 with extremely restrictive and very thin posterior leaflet. After deployment, a single leaflet device attachment (slda) occurred. The clip detached from the anterior leaflet and remained attached to the posterior leaflet, causing damage to the posterior leaflet. The procedure was aborted with the mr remaining at 4. The patient underwent surgical mitral valve replacement on (B)(6) 2019. There was no clinically significant delay in the procedure, however, hospitalization was prolonged. No additional information was provided.